Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a pt allegedly presented overdrainage from his/her ventriculoperitoneal shunt. According to the report, the doctor tested and claimed that there was something wrong with the valve and replaced it with a different valve.